Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while the customer was at school, the customer's blood glucose level was 104 mg/dl, and the contact reduced the recommended bolus dosing when programming a food bolus. Reportedly, the customer experienced an elevated blood glucose (bg) level; however, bg value was unknown. A correction bolus was delivered to address bg level.